Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku, mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku, mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku, mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku, mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-06-30, UDI #: asku, mfg date: 2017-06-30, (B)(4). Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-07-31, UDI #: asku, mfg date: 2017-07-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching before the batteries had depleted to less than twenty-five percent (25%) charge capacity. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d10. Product event summary: the batteries (B)(4) were returned for evaluation. The controller (B)(4) was initially returned on (B)(6) 2018. However, the unit was lost in transit to the manufacturer. As a result, the controller is not available for analysis and an investigation was opened. Various analyses were conducted and reviewed in order to evaluate the performance of the returned batteries in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis of the controller in use during reported event, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is evaluating momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing, however, visual inspection revealed contamination of power ports one (1) and two (2) of the controller. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat581534, and due to momentary disconnections involving bat581538 and bat583442. Additional products: battery bat581538 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery bat581534 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307 battery bat583442 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date 2017-dec-07 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: b3, b5, h10 product event summary product event summary: the controller (con311221) and six batteries (bat581538, bat581539, bat581536, bat581534, bat581531, bat583442) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing, however, visual inspection revealed contamination of power ports one (1) and two (2) of the controller. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, con311221, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving bat581534, and due to momentary disconnections involving bat581538, bat581536, bat581531, and bat583442. Additionally, data log files revealed multiple instances involving bat581534 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to mo mentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, one of the batteries was indicated to have had a communication error.

Manufacturer narrative:
Additional products: battery bat581538; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 67; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery bat581539; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 67; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery bat581536; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 3213;6 FDA conclusion code(s): 12; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery bat581534; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 67; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery bat581531; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 3213; FDA conclusion code(s): 12; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery bat583442; concomitant medical products: yes, return date: 2018-01-31; device evaluated by MFR: yes; FDA method code(s): 10, 4112; FDA results code(s): 213; FDA conclusion code(s): 67; product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.